Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported kinked shaft was confirmed. Additionally the stent implant was dislodged from the stent delivery system. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpacking the shaft of the 2.75 x 23mm rx zeta was found kinked. A second zeta was used to complete the procedure. There was no resistance during removal from the hoop/coil. There was no patient involvement. There was no clinical significant delay in procedure. No additional information was provided. Analysis of the returned device that found the stent implant was returned dislodged from the stent delivery system.